Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve deployed lower than expected upon release from the delivery catheter system (dcs). The valve depth was 6mm at the non-coronary cusp (ncc) and 12mm on the left coronary cusp (lcc). Moderate paravalvular leak (pvl) was exhibited over the skirt on the lcc. A second transcatheter bioprosthetic valve was implanted valve-in-valve, resolving the pvl. No further treatment was prescribed and no additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.